Manufacturer narrative:
The products were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller and battery revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. The power and driveline connections on the controller were secure and reliable. The controller's log showed a high-priority critical battery alarm on (B)(4), confirming the complaint. Functional testing of the returned battery ((B)(4)) revealed a defective cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
Approximately seven months after implantation, the patient reported experiencing a high priority alarm with his controller. The patient and his wife replaced the controller and the problem was resolved without any reported patient injury. The vad technician at the hospital checked the system and was able to isolate the problem to one battery, not the controller. The battery was replaced with one from stock. Preliminary review of the controller log files confirmed the high-priority alarm.